Event description:
It was reported that a shaft break occurred. The patient presented with coronary artery disease (cad). A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke. An nc balloon was used to remove the detached portion of the device but it was not successful. The detached fragment was not removed from the patient's body because the fracture occurred during implantation. There was no significant bend or resistance at any stage involved in the lesion nor damaged noted outside of the packaging. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.